Manufacturer narrative:
Additional product codes: hwc, ktt. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was implanted with a locking compression plate (lcp) 8 hole plate, five (5) cortex screws, two (2) cannulated screws, and one (1) cancellous bone screw on november 7, 2017 for repair of a broken right tibia and fibula. Surgery was completed successfully. In (B)(6) 2017, patient reports skin issues. In (B)(6) 2018, patient reports both legs from knee to foot, foot and hands, had a rash and skin irritation. Patient was referred to a dermatologist in may 2018. Dermatologist determined patient is allergic to the implanted devices. This report is for one (1) 3.5mm lcp plate. This is report 1 of 9 for (B)(4).